Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI.

Event description:
Philips received a complaint on an mx40 1.4 ghz smart hopping device indicating that there was a speaker issue. The device was not in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.